Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received reports, allergan medical safety determined that there is no malignancy.

Event description:
Histology noted there is no increase in cd30, alk-1; cd30 is negative. No definitive evidence of lymphoproliferative process. Upon device explant chronic inflammation and calcifications were noted. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid around the implant; suspects that it could be bia-alcl.

Event description:
Healthcare professional reported a patient with fluid around the implant and suspects that it could be bia-alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device remains implanted.